Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 29 mg/dl. He then retested using his wife's meter and rec'd a reading of 155 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The customer did not have any of the strips left that gave the low reading, so no product will be returned for eval.